Event description:
Same case as manufacturer's report # 6000118-2006-00025 and 6000118-2006-00026. During placement of a 12p jugular titanium greenfield vena cava filter, the deployment of the filter legs was delayed, then the device was deployed in a less than desirable position. Placement of a second filter resulted in deployment problems. The filter was removed and replaced with a third filter which demonstrated the same deployment issues. No information is available regarding the patient's current status.